Manufacturer narrative:
Technician found the unit in hallway with "broken" sign. Found: head section drifts down after raising due to defective inner patient control pc control board. Replaced the board to resolve this issue.

Event description:
Complaint alleged that the head section drifts down after raising.